Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implanted intellis adaptivestim pain neurostimulator and two lead 977a275 5mm compact 1x8 MRI leads experienced high impedance on electrode 0 at 11230 and electrode 9 at 31910 with reference electrode 1. The device issue was ongoing and not resolved at the time of the report. The patient was treated for pain during a reprogramming session, which was performed to better cover pain and to address the device issue. New programs were provided that avoided use of the two electrodes with high impedance. No patient complications have been reported as a result of this event.